Event description:
It was reported that a patient experienced a dental implant loss. The implant was placed, and one week after suture removal, the patient complained of discomfort in the implant area. On examination, the implant was found to be mobile and was therefore removed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.